Manufacturer narrative:
Device evaluation update: g3, g6, h2, h3, h6 and h10. Results of investigation: the suspect device was not returned for investigation. Vyaire medical was not able to determine the exact root cause as no device problem detected. Machine functioned as designed. Therefore, root cause of failure was not detected. This complaint will be included with on-going trending analysis. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the bellavista 1000 may shorten the inspiratory time if the pinsp (total inspiratory pressure) min pressure limit is reached when in target vent. The issue happened during patient use. At this time, there was no information regarding patient harm.